Event description:
Command 2 impaction drill being used by physician to extract impacted baby tooth from pt's anterior maxilla. The bur and drill had been used a few times on this pt unremarkably. When physician tested again, bur bent, there was a loud noise, the bur tip hit the irrigation piece. It appears that the bur dislodged too easily.